Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of device being frozen was not confirmed. However, during in-house engineering evaluation, it was determined that the device had cut in the hose near the muffler, the nose pin was in too far, the seal was protruding on the swivel and the device failed safety assessment (power broken). It was determined that the lock cylinder and pawl release were damaged which caused the failed safety assessment. The assignable root cause for the device being powerbroken was failure to follow the directions for use and running the device in the safe or load position this is misuse, abuse and or user error. The root cause for the nose pin and seal protruding is consistent with normal wear over time. It was determined that the hose damage was caused by the manufacturing fixture and damage in zone 1 by the muffler. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during decontamination process after an unspecified surgical procedure, it was observed that the motor device was frozen. During in-house engineering evaluation, it was observed that the device failed safety assessment. There was no delay in the surgical procedure. It was reported that a spare device was not applicable to complete the surgery successfully. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.